Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study reporting that imaging on (B)(6) 2017 showed new herniated disc. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) of a clinical study indicated that the exact cause of the burning at the ins site was unknown. Actions taken to resolve the issue included medical or non-surgical intervention on (B)(6) 2017. The event was ongoing. It was provided that the herniated disc was not related. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was burning at the ins site. The device was examined with normal results. Etiology indicated the relationship of the event to the device or therapy as possibly related, but not related to the implant procedure. The outcome was resolved without sequelae on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the event was unresolved at the time the patient exited the study, death, or the study closing. There were no further complications that have been reported as a result of this event.